Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was explanted supposedly due to lack of progress. Med-el was not informed of the scheduled explantation until the explantation had actually taken place.